Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5fr dual-lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed biological residue on the sample. Both lumens of the sample were flushed with a 12 ml syringe of water, and a leak was observed just distal to the molded joint when the red lumen was flushed. A microscopic observation revealed the split exhibited somewhat round/polished edges, wrinkling of the catheter surface, and a rough fracture surface texture. Whitening of the catheter material was also observed at the corners of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported post cyclophosphamide flush, went to disconnect patient from IV infusion pump, as treatment was completed, however, small amount of orange appearing liquid (doxorubicin) was noted underneath PICC dressing, prior to disconnecting lines. Surrounding skin dry to the touch. Outer dressing dry to the touch. Old dressing removed, cleansed skin, flushed lines with ns to check for leaks, no apparent leaks noted. New dressing change & line care completed. Patient went for imaging today and it was noted that there was a pin hole leak in the PICC line, no harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.